Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause can be due to the method of injection. Bending of the cannula, while inserted all the way to the hub, may cause the reported issue. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically samples from all needle lots are tested for cannula to hub pull forces. A corrective action is not deemed necessary at this time. This information will be utilized for tracking and trending purposes to determine the need for corrective actions.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a needle. The customer reported when the radiologist was removing the needle used for deep numbing of the breast for biopsy, the needle came out of the hub or broke off of the hub. The customer stated they could not examine it as it went right into the sharps.